Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a coronary artery bypass grafting (CABG) procedure the right atrial (ra) lead dislodged. Tissue was stuck in the helix, so it was not able to be repositioned. A new lead was successfully implanted. No adverse patient effects were reported.